Event description:
Reportable based on analysis completed (B)(6) 2011. It was reported that during a percutaneous coronary intervention procedure, difficulty crossing the lesion occurred. The 92% stenosed target lesion was located in the severely tortuous and calcified left circumflex (cx). During the procedure, the physician could not cross the lesion with a 2.5x20mm maverick 2 monorail balloon. The procedure was successfully completed with a different device. No patient complications were reported and the patient status is good. However, analysis of the returned device revealed pinhole in the balloon.

Manufacturer narrative:
Device evaluated by manufacturer - the maverick 2 monorail (mr) was received for product analysis. There was contrast in the lumen and balloon. Inspection of the balloon revealed a pinhole in the balloon material 8mm from distal tip. Inspection of the balloon presented no irregularities in the balloon material or the ro markers that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).